Event description:
It was reported that during a da vinci-assisted gastric bypass surgical procedure, the harmonic ace instrument had a blade malfunction. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information, however, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations replicated/confirmed the customer reported complaint. Fa found the primary failure of blade damage to be related to the customer reported complaint. For clarification, the harmonic insert curved blade was found to be broken. The blade broke at roughly 0.38¿ from the base. The broken piece was not returned. The cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. The root cause of broken instrument blades is typically attributed to mishandling/misuse. No image or video clip for the reported event was available for review. A review of the instrument log for the harmonic ace instrument (part # 480275-08 / lot # l90211125-0237) was last used on (B)(6) 2022 on system (B)(4) for a gastric bypass procedure. This is a single use instrument. This complaint is being reported based on the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.